Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73g1600431 investigations did not show issues related to the complaint. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The first 10-11 clips loaded into the device and subsequently closed with no issue, the remaining clips then failed to load properly; the clips actually came out of the shaft already closed. The patient's condition was reported as fine.